Event description:
It was reported that the cgm graph was missing from the pump home screen. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.